Event description:
It is reported that the patient underwent revision of a total knee arthroplasty due to pain caused by implant positioning.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. X-ray evaluation report suggests that "position of the tibial component could possibly generate pain radiating to surgical revision". Lack of posterior slope is associated with relative increase in shear stress during flexion, and decreased flexion before tibial insert impingement occurs against the femoral bone. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Low quality pictures of x-ray displays were provided and permitted the identification of a nexgen system, and provided patient's date of birth and identification. A definitive root cause remains undetermined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.